Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2010, inr = 4.7; (B)(6) 2010, inr = 1.0. Last week inr = 4.7; doctor discontinued pt's coumadin. Pt tested on day of call and inr = 1.0; when she repeated on a different finger inr = 1.0. Pt was instructed by physician to resume her coumadin (which was at a dose of 20mg nightly) on sunday (B)(6) 2011.

Manufacturer narrative:
Investigation pending.